Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device was tested during the evaluation with no occurrences of system error 322. Review of the history log confirms the system error 322 reported symptom. The evaluation was unable to determine the cause. Evaluation of known contributors to system error 322, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that the spectrum infusion pump displayed system error 322 alarms. No pt injury was reported. No further info was available.